Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain lower ("long lasting cramps"). Essure treatment was not changed. At the time of the report, the pelvic pain and abdominal pain lower had not resolved. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: reporter seriousness for long lasting cramps and pain.: medical/surgical intervention (for devices only) quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the physician is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and abdominal pain lower ("long lasting cramps"). Essure treatment was not changed. At the time of the report, the pelvic pain and abdominal pain lower had not resolved. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: reporter seriousness for long lasting cramps and pain.: medical/surgical intervention (for devices only). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.